Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass as the oxygenator was being adjusted, the quick connect came apart. It was reconnected, primed and continued use with the same components. There was an approximate blood loss of 100-200ml. The product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on (B)(4) 2016. The actual sample was visually inspected upon receipt, during which dried blood was noted on the components, but no anomalies or defects. The sample consisted of both the insert quick connect from the prescriptive oxygenator pack, the affected product for this report, and the body quick connect from the custom tubing pack kit. The parts were connected together. Keeping the parts connected, the sample was pressurized to approximately 1000 mmhg using a syringe while submerging the sample in a water bath. No leaks were observed from anywhere on the sample. The pressure was released and the connection was further inspected. No anomalies were noted in the appearance of the connection. The parts were disconnected and visually inspected separately, during which, again, no anomalies or defects were found. The parts were then reconnected with no issue and the proper clicking noise was heard. This disconnection/reconnection was repeated three times with no issues. Although a definitive root cause could not be determined and the complaint was not confirmed, it is likely that the quick connects had not been properly connected during the setup of the circuit, causing them to be disconnected during use. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.